Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left lobectomy procedure, while the device was being applied to the disconnected vascular artery, when the cartridge was loaded, it could not be fired. The device replaced to resolve the issue in order to complete the case. There was no patient injury.